Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call that sensor was not working correctly and believed that blood glucose was 50 mg/dl. Customer treated with ginger ale and glucose tablets. Customer's blood glucose elevated to 88 mg/dl. Customer went to the hospital but was not treated and was sent home. Troubleshooting was performed and customer was advised that sensor would be replaced.